Manufacturer narrative:
(B)(6) 2023 lead was explanted (B)(6) 2023. 20-jul-2023 per ep clinic, there was also complaint of noise on this lead. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
18-jul-2023 lead was explanted (B)(6) 2023. (B)(6) 2023 per ep clinic, there was also complaint of noise on this lead. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found rubbed through 7 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil and the inner coil directly next to the df4 connector pin were found deformed. These deformations probably resulted from the extraction procedure due to applied mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that out of range shock impedance values have been seen on home monitoring since (B)(6) 2021. Shock impedance has increased over time since implant. Pacing impedance and sensing are steady. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.